Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2018. Due to hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was over 700 mg/dl at the time of hospitalization. The customer was treated with manual injection for high blood glucose at hospital. Customer reported that they did not received the no delivery alarm during manual prime. Customer was not able to troubleshoot during call. Customer reported that they were able to rewind the insulin pump. The customer was advised to discontinue the use of insulin pump and revert to back up plan. Customer also reported that they had stuck button alarm. Customer reported that insulin pump had frozen display that did not reoccur after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device also passed tone check and vibrate check during self test. No audio/beep anomaly or vibrate anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The test battery was removed and reinserted with no failed battery test alarm noted. The low reservoir alarm was set to 20.0 units. The low reservoir alarm functions properly during testing. Unit was monitored for 1 day. The time advance properly during testing. No time loss or time gain noted. No a21 alarm, button error alarm, a17 alarm or frozen screen noted during testing. No unexpected numbers ramping or scrolling screens noted. Unit had intermittent button response on the esc and act buttons due to flattened dome switches (no crease). During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Unit uploaded properly using carelink. Unit had a scratched reservoir tube window and cracked reservoir tube lip.